Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection. However, the customer contacted the technical assistance center (tac), and the reported failure was confirmed. The customer contacted olympus technical assistance support via phone. Troubleshooting was performed. The customer was advised to power off both devices, remove the scope, clean the scope contact points with an alcohol prep pad, allow the scope to dry, reconnect it, and then power the system back on to observe the result. The customer was also advised to only connect or disconnect the scope when the light source is powered off. If the error reappears, both devices must be powered off. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer. (*

Event description:
It was reported that the xenon light source had b30 error (scope communication error) during set-up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.